Manufacturer narrative:
The device was not returned for a technical investigation. The corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homo-geneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The angiographic material shows the attempt to pass the complaint instrument through the target lesion. Thereby the stent deforms strongly and failed to cross. During withdrawal into the guiding catheter the stent was aligned directly over the edge of the distal end of the guiding catheter. The stent stripped off from the delivery system. The device in question was manufactured according to specifications and successfully passed all in process controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause is most likely related to the handling during withdrawal into the guiding catheter. It should be noted that the IFU advises the user to not apply excessive force during accessing or crossing the lesion. During withdrawal it has to be ensured that the guide catheter is coaxially positioned relative to the deliv-ery system to avoid any acute angle between the floppy part of the delivery system and the guiding catheter.

Event description:
An orsiro drug-eluting stent system was chosen to treat a calcified lesion (100 percent stenosis degree) in a proximal tortuous rca. The device could not pass the lesion and dislodged from the balloon during withdrawal. Therefore, the dislodged stent was adapted to the vessel wall by using another balloon catheter.